Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found.

Event description:
The patient's spouse reported that the device needed to be replaced due to failure of the system. The device was explanted and replaced. No patient complications have been reported as a result of this event.